Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Not returned.

Event description:
Revision of unix knee to total knee ps femur with universal baseplate, due to loosening.

Manufacturer narrative:
An event regarding loosening involving a unix femoral component was reported. The event was confirmed. Device evaluation was not possible as the components were not returned. A photograph of the femoral component was provided and is unremarkable. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Based on the findings of the medical review the failure scenario has been that the remaining osteophyte near the posterior margin of the femoral component has caused a disturbance of the local biomechanics and kinematics of the uka resulting in an overload condition and leading to secondary instability with excessive and localised poly wear in the bearing liner and secondary loosening of the femoral component. It is the surgeon¿s responsibility to clear the knee of remaining osteophytes and other soft tissue related structures so as to allow unimpaired functionality of the arthroplasty. There is no evidence for device-related factors playing a role in the current failure scenario. The explants look very much intact while the established poly wear is the result of uneven loading and instability of the device. The root cause of failure of this pi case is mostly procedure-related with regard to the remaining osteophyte with an additional smaller contribution by patient-related factors regarding the present obesity. This pi case is not device-related.

Event description:
Revision of unix knee to total knee ps femur with universal baseplate, due to loosening.